Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32 mg/dl, and a fall resulting in a head laceration. The cause of the low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated via intravenous saline and consumption of carbohydrates, and customer received staples for head laceration. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. Customer declined a system check with tandem technical support.